Event description:
During a tfn procedure, the surgeon inserted the 11 mm 130° cannulated trochanteric nail and then proceeded to insert the 11.0 mm helical blade. The blade got stuck halfway through the nail. Surgeon removed the blade and the nail, selected another nail and blade and completed the procedure. There was no extended time and no effect to the patient. This is report 2 of 2 for this event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm helical blades was processed through the normal manufacturing and inspection operations with no scrap, rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture and release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. Additional common device name: hws.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.